Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined via data. No injury or medical intervention was reported.